Event description:
Clog in waste drain caused backup of human blood and waste and spillage that broke containment provided by the instrument. Samples were not compromised, users were in no immediate danger, but potential for blood exposure existed.